Event description:
Single account reported to dade behring that they observed a clinical s. Aureus isolate oxacillin (ox) mic discrepancy. The account obtained oxacillin-susceptible results on the dried pos mic panel type 20a panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Operator took action when multiple offline tests did not match mic result. Results were reported based on offline tests. No report of injury associated with this result being obtained.

Manufacturer narrative:
Evaluation codes: contacted customer to obtain clinical isolate for evaluation. Routine monitoring of complaint history and performance trends to ensure performance is within claims. Clinical isolate has not been received from the customer. In-house testing performed. Conclusion: in house testing for the account provided isolate confirmed on dried overnight panels an oxacillin susceptible result. Frozen reference panel and growth on the ox screen plate confirms ox resistance. Overall oxacillin performance of dried pos panels is acceptable.